Event description:
A malfunction was reported on the pump by the caller, who noted that no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, as this specific malfunction code had not been reported or reset in the last 24 hours. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if any issues arose.